Manufacturer narrative:
This report is for an unknown lcp construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: prasarn, m. L. Et al. (2012), bisphosphonate-associated femur fractures have high complication rates with operative fixation, clinical orthopaedics and related research, vol 470, pages 2295-2301 (USA). Tha aim of this study is to determine whether there were: (1) differences in osteoporosis and presence of the characteristic femur fracture in patients receiving bisphosphonate therapy versus an unmedicated cohort; and (2) more complications in treatment of these fractures. Between 2002 and 2008, there were 45 patients who were divided into 2 groups; the biphosphonate group which had 25 patients and the control group which had 20 patients. All patients were female in the control group. Cephalomedullary nailing was considered first-line treatment for all fractures. Plate fixation (large-fragment locking plate) was used for (1) revision surgery, (2) if the femoral or fracture anatomy preoperatively was deemed sufficiently abnormal to preclude placement of a nail, or (3) if required intraoperatively for adequate fracture reduction and fixation. Implants used were lcps. The minimum clinical followup was 5 months (mean, 29 months; range, 5¿60 months). The following complications were reported as follows: major complications. Biphosphonate group. 3 out of 10 plate failures occured. None of the nails failed. 4 patients had implant failure. 1 patient had a nonunion. 1 patient had a malunion. Control group. 1 female patient had a periprosthetic fracture. Minor complications. Biphosphonate group. 1 patient had a heterotropic ossification. 2 patients had pain. 2 patients had weakness. 1 patient had sensory paresthesia. Control group. 1 female patient had sensory pain. This report is for an unknown synthes lcp construct. It captures reported 1 female patient who had a periprosthetic fracture. A copy of the literature article is being submitted with this medwatch. This is report 5 of 5 for (B)(4).